Event description:
It was reported that prior to use with 5 bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg "white clump" foreign matter was discovered in tubes. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, white clumps which are presumed to be cohesions of edta were found in the tubes.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-05-23. H.6. Investigation summary: bd received 100 samples and 8 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that prior to use with 5 bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg "white clump" foreign matter was discovered in tubes. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, white clumps which are presumed to be cohesions of edta were found in the tubes.